Event description:
Boston scientific received information stating: noise was observed on the shock channel, and the noise was reproducible with valsalva. Remains in service. No adverse patient effects were reported. No implant date provided. Information was taken by call from (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).